Event description:
It was reported that the customer were experienced low blood glucose event. Blood glucose level at the time of the incident was 44 mg/dl and treated with food and glucose tablets. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of low blood glucose event. Customer had been experienced low blood glucose event for 30 minutes. Customers had received calibration not occurred. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.